Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 428 (mg/dl). Manual injections were delivered to address bg levels. The contact reported that insulin was leaking from around the luer lock. The cartridge and tubing were changed and the issue was resolved.